Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the threads on the onetouch ultrasoft lancing device were damaged. This medical surveillance special obtained follow-up information on november 2, 2010. The patient tests his blood glucose twice per day and takes 100 units of lantus and 2 pills of metformin each day. The patient reportedly manages his diabetes with food intake and exercise based on the lfs meter readings. The lancing device issue began three weeks prior to contacting lfs. The patient reportedly was unable to obtain his blood glucose readings to manage his diabetes accordingly for two days due to the alleged issue. On the second day after the onset of the lancing device issue, the patient claimed he took his usual medication of lantus and metformin and subsequently developed symptoms described as "slurring words, being stupid, and was very combative." His healthcare provider contacted the paramedics. Upon arrival, the patient was tested on the emergency medical service device at "31 mg/dl." The paramedic treated the patient with glucose tablets. The patient was not taken to the hospital for further treatment that day. The patient felt better after the patient's blood glucose was tested at "210 mg/dl" on the paramedic device. According to the troubleshooting performed with customer service, there was no indication of product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms and received medical intervention for hypoglycemia after he was unable to test his blood glucose for two days due to the alleged issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 20 false high creatinine (cre) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory; however, the samples were rerun on another instrument and the results were amended. Patient #9 results were not provided by the customer. It is unknown if patient treatment was initiated or withheld with regard to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The cap was found to be have threads stripped. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.